Manufacturer narrative:
Per the investigation it was found that the saw guide movement could only be reproduced if the use of the trocar pin was omitted to hold the saw slot once the resection level is adjusted as is required. The surgeon reported that he had tightened the set screw. However, the screw on the saw-slot/femoral-cut-guide assembly is used and only intended to adjust the resection depth with only limited holding capacity. The use of a use trocar pin in the corresponding holes in the saw guide is indicated in the surgical technique instructions to hold the saw slot while cutting once the resection depth has been adjusted.

Event description:
During a tkr surgery in the u.s.a. Using the iassist knee system, the surgeon complained that the saw slot instrument moved as he was sawing after having adjusted the resection level. This was detected immediately after which the surgeon indicated that he re-tightened the screw and again the assembly moved as he tried cutting again. The cut was reportedly uneven and over-resected. The surgeon discontinued the use of the system and used the implant instrumentation instead to correct the cuts and complete the surgery. There was a surgical time extension of 30 minutes.